Event description:
It was reported that pump experienced malfunction with displayed malfunction code with no notable events reported before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.